Manufacturer narrative:
B5: the surgeon decided to rotate the lens but the outcome was still not good. The lens remains implanted. Claim # (B)(4).

Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault and a refractive surprise. The lens was repositioned but the problem was not resolved. Due to lens rotation not associated to a low vault and refractive surprise, the lens was removed and replaced intraoperatively for another same model/length but different power lens. The problem was resolved. Cause of event was reported as unknown. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
D4: expiration date unk. H11: lens rotation is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).